Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 23 mm promus is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure in a tortuous left circumflex coronary artery, predilatation was performed multiple times at 6 atmospheres with a non-abbott dilatation catheter. A 3.0x18 promus rx drug-eluting stent delivery system was successfully advanced and the stent was deployed at 12 atmospheres in the targeted calcified lesion in the left circumflex artery, however, the physician felt resistance when attempting to remove the balloon. The guide catheter was pulled back into the artery and the balloon was able to be successfully withdrawn. A 2.5x23 promus rx drug-eluting stent delivery system was advanced distal to the 3.0x18 promus rx drug-eluting stent, and deployed the 2.5x23 stent at 12 atmospheres, but the physician, again, felt resistance when attempting to remove the balloon. There were no reported patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Difficulty removing the stent delivery system (sds) post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. To ensure these difficulties are not the result of manufacturing, the sds are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. Return of the promus sds may have assisted in the investigation and determination of a cause. The anatomical conditions were reported as mildly tortuous and heavily calcified, which may have contributed to the reported difficulties, however, a conclusive cause could not be determined. A search of the lot history record indicated no related nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents were reported for this lot. Based on the investigation, there is no indication of a product quality deficiency.